Manufacturer narrative:
The results of this investigation indicated the valve met abbott specifications as supported by the valve's device history record and the analysis performed. Functional testing at the time of manufacturing and hydrodynamic testing upon return to abbott indicated the valve functioned normally. These tests ensure proper leaflet coaptation and hemodynamic performance. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2016, a 21mm masters series valve was implanted in the aortic position. At a follow-up two months later, severe regurgitation reportedly was observed. On (B)(6)2017, the 21mm masters series valve was explanted and a larger 23mm masters series valve was implanted.